Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test test at 0.08710 inches. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device had intermittent button response on the esc, act and up arrow buttons due to flattened dome switch (no crease). No button error alarm noted. During visual inspection, the keypad connector on the lcd was found locked properly. Device uploaded properly using carelink. Device had cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and a stained end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment. No moisture noted on the electronic assembly. The motor had moisture damage.

Event description:
Customer reported that they had to press the act button hard to get it to respond. Per (B)(4), paramedics were dispatched and customer was taken to the emergency room on (B)(6) 2020 and hospitalized for 3 days for high blood glucose of 600mg/dl and diabetic ketoacidosis. Customer had treated with shots and was treated with insulin drip in the hospital. Customer stated that they were not getting insulin and has stopped using the insulin pump and is on manual injection. Per (B)(4), there was moisture inside the reservoir compartment and it smelled of insulin. Customer said there were no leaks on the reservoir and that it was just sticky. Self-test passed. Insulin pump was used at the time of the incident. It was unknown if sensor was used.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided with this report in section b5.date of event was updated in b3 section.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level 600 mg/dl. Customer declined to troubleshoot for their high blood glucose reading. Customer did not mentioned keypad anomaly. The insulin pump will be returned for analysis.